Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their dentist has stated that the aligner treatment the patient is using is not effective in straightening their teeth. Aligner treatment stopped. Patient provided letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.